Manufacturer narrative:
The reported event was confirmed as manufacturing related. Visual evaluation noted received one photo sample that shows two urine collection bags side to side. Left collection kit shows all components and right collection kit shows green connector missing. Therefore, product does not meet specifications according to inspection procedure which states "no damaged or missing components." Although an exact root cause could not be determined a potential root cause could be incorrect operation. The device history record was reviewed and found nothing that could have caused or contributed to the reported event. Labelling review is not required as labelling would not have prevented the reported event. H11:section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. H3 other text : the actual/suspected device was inspected.

Event description:
It was reported that the drainage bag arrived without the green connector.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed.

Event description:
It was reported that the drainage bag arrived without the green connector.